Event description:
Information was later received that this device was explanted due to normal battery depletion. No adverse patient effects were reported as a result of the procedure.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this device reached elective replacement indicator due to charge times. No adverse patient effects were noted.